Manufacturer narrative:
A partial sensor was returned. The needle anomaly could not be confirmed since the sensor was returned without its insertion needle.

Event description:
The customer reported via phone call that the they bled at their insertion site. The patient's blood glucose at the time of incident was 90 mg/dl. During troubleshooting, the customer stated that the sensor was not intact upon removal. The sensor was returned for analysis.